Event description:
Per the clinic, the patient experienced pain at the implant site resulting in permanent non-use of the device. The device was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed 26 aug 2015.